Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. Insulin pump received power error detected due to j6 connector resistance issue. Insulin pump received with broken battery tube and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 232 mg/dl and treated with insulin pump. The customer was able to successfully clear the alarm. The customer was not asked to do rewind. The customer mentioned that the clip was broken while doing troubleshooting for power error detected. The device will be returned for analysis.